Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer has experienced hyperglycemia of up to 600 mg/dl since (B)(6) 2014, and her mother believes the insulin delivery of the infusion device is too low. No adverse event was reported. The alleged product was requested for evaluation.